Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaints with the same failure mode for this serial number. Case: (B)(4) ¿ clock at device. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time on the device was about 3 minutes behind. A technical support specialist followed the procedure outlined in ka000011508 and attempted to resync the time, but the computer was not syncing. The technical support specialist requested the user to contact hospital to verify that udp port 123 is open between the ntp server and the station.

Event description:
It was reported by the customer that a bd pyxis medstation es system had an incorrect time issue, the time on the device was about 3 minutes behind and nurses were not able to pull meds. There were no adverse events or injuries reported based on this incident.